Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she needs her pump replaced. The customer's blood glucose was 37 mg/dl at the time of the incident. Advised customer pump will be replaced due to the lows she's been having. The insulin pump will be replaced and will be returned for analysis.